Event description:
It was reported via technical support and a user submitted medwatch to the MFR, that during a hemodialysis treatment on (B)(6) 2013, at 1358hrs, a male patient became unresponsive (vita signs stable) and diaphoretic. The ultrafiltration (uf) pump was turned off and the patient was placed in the trendelenburg position, given 400ml of saline and oxygen was administered. The patient's condition did not change; however, vital signs were stable: b/p 146/66; hr 99; resp even and unlabored. At 1402hrs, the patient remained unresponsive with stable vital signs. Ems was called and arrived at the facility at 1406hrs. During the course of this event, the patient was given approximately 1,500ml of saline in the clinic prior to transport to the hospital. There was no blood loss or other intervention performed at the clinic. The patient was transferred to the hospital for sustained unresponsiveness. It was later clarified this was a 2 hour emergency room observation stay with seizure medication adjustment by the clinic manager. The clinic manager reported the patient has a known pre-existing history of seizures. The patient was reported to have recovered and was discharged to his home. The patient has returned to his regularly scheduled in-center hemodialysis treatments without further incident. The facility biomed technician reported that the hemodialysis machine was found to have removed approximately 50ml/hr more fluid than prescribed from the patient's set treatment parameters. However, this cannot be confirmed as documentation has not been provided.

Manufacturer narrative:
(B)(4). The hemodialysis machine (plant investigation) is currently undergoing evaluation. Based on the information provided, it is unknown how the device may have caused or contributed to the reported event. The post market clinical department is in the process of requesting medical records and additional clarification regarding the reported patient seizure during treatment. A supplemental report will be submitted once the plant investigation and clinical investigations are complete. This is one of 6 MDR's submitted to document this reported event. Please reference the following MDR numbers: 8030665-2013-00395; 1713747-2013-99914;1713747-2013-00236; 3005162618-2013-00013; 3005162618-2013-00014.